Event description:
Pt reported that on (B)(6) 2025 the cup on the nebulizer is cracked; no missed dose; no ade reported; unknown if available for return; unknown if md aware. No further information provided. Chronic obstructive pulmonary disease.